Event description:
It was reported when using the pyxis medstation es system screen was not functioning correctly. The customer indicated that the screen had completely frozen, resulting in a delay in obtaining the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to screen being unresponsive. A technical support specialist recommended that the user execute a hard reboot, which successfully restored the system to operational status. The system functioned as intended after the technical support specialist troubleshooted the device.